Event description:
The following has been reported: biomed reported: "pump problem". "The pump has been cleaned, and multiple cassettes have been used to trouble shoot pump. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). Active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to mechanical hardware failure (av sticky valve). Unit started up with no errors. Removed fva assembly and fva pins had debris, specifically the output pin. Cleaned fva pins and reinstalled fva assembly. Internal investigation found handle screw mount damaged/broken. Fva lip seals and handle assembly will be removed and replaced during repair process. No other damage found.